Event description:
The reporter called and alleged discrepant results when compared to a lab. The device results reported were 6.3, 6.5 and > 8.0 inr. The corresponding lab results reported were 4.3, 4.7 and 5.5 inr.